Event description:
The caller reported an issue with a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through resetting the pump, which resolved the issue, allowing the caller to successfully start their sensor session.